Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient presented cath lab on two pressers for evaluation of mcs. Upon arrival due to hemodynamic compromise md decided to proceed with impella cp support. The impella was placed and support was then initiated, however after a few minutes of runtime, continuous suction alarm displayed. Troubleshooting and repositioning were attempted with no change at which point physician wanted to replace pump for a new one. The pump was removed, and replaced with another impella cp. The patient survived the procedure.